Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call of low blood glucose of 48mg/dl. The customer treated with candy. Customer indicated that the keypad buttons on the pump are not responsive and none of the buttons are working. Customer was advised to discontinue use of the device and revert to a back-up plan per their doctor's instruction. The customer was also advised that the device would be replaced and agreed to return the product for analysis. Customer declined low blood glucose troubleshooting.

Manufacturer narrative:
The insulin pump was received with no button response due to unlocked j2 connector on the lcd board. No audio or beep anomaly noted. Unable to confirm low battery alert also, unable to perform any testing due to buttons unresponsive. The insulin pump had cracked battery tube thread, broken reservoir tube lip, cracked case near display window corners and minor scratches on the display window noted.